Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No over delivery anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear beeps after adjusting the volume setting. The device did not pass troubleshooting. Additionally, the customer had a low blood glucose of 50 mg/dl. The auto mode feature was active and automatically adjusting insulin delivery during the event. The patient treated with food. The customer alleged a possible over-delivery anomaly. Troubleshooting was initiated for insulin over-delivery. No further anomalies were noted. However, the device will be returned for analysis.